Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope image was not sharp. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the rigid video laparoscope image was not sharp. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes on the image. Based on the results of the investigation, it is likely the report of "image is not sharp" was due to the cover glass of the charged coupled device being broken. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely the evaluation finding of stripes on the image was due to a broken video cable. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.